Event description:
The device was used during a bowel resection. Reportedly, the staples did not form properly and upon removal, caused tissue trauma and bleeding. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.